Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's mother that the customer was not able to use the pump since this evening. Customer was in the hospital due to pain is his throat. Customer was exposed to water today but not submerged. The caller stated that the buttons on the keypad are no longer responding and the numbers on the bolus screen are going up by itself.